Manufacturer narrative:
Updated data: b2. B5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient was initially hospitalized due to cardiogenic shock caused by heart failure. The treatment that was provided was emergent life saving treatment. Per the physician, the cause of death was due to heart failure.

Manufacturer narrative:
Updated data: b2. The date of death is approximate. B5. H1. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that clarified previously reported information indicating that the patient was hospitalized 6 years and 10 months following the implant of the valve due to an unknown reason. Unspecified treatment was performed, and the patient was discharged. Subsequently, 1 month later, the patient presented to the emergency department in cardiogenic shock, and the patient was re-hospitalized. The patient subsequently passed away. The cause of death was not provided. Additionally, the type of aortic regurgitation that was initially reported was moderate central aortic regurgitation.

Event description:
It was reported that 7 years and 10 months following the evolutr-34-us transcatheter aortic valve implant, regurgitation of an unknown type was reported. 7 years and 11 months following the valve implant the patient was hospitalized.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.